Event description:
It was reported that during evaluation of the device, it was determined that the she_2rstck_5.9,univ,167_mitek was broken in 2+pieces. It was initially reported that the device would not power on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found scratch marks along the shaft indicating heavy use in the field, just as the tip was deformed. The instrument was disassembled and examined where it was noted that the orange o ring was deformed and broken. The knurled nut was not returned for evaluation. No other anomalies could be observed. A functional test was performed; the device was disassembled and reassembled without restriction, and the stopcocks could be opened and closed without problem. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was not confirmed as the observed condition of the she_2rstck_5.9,univ,167_mitek would have not contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, repeated use and handling of the device. The manufactured date of this device is january 2022 and hence indicates this device is more than 4 years old. As per the instructions for use, 1) before assembly and sterilization, make sure that sheath o-rings are in place and are not damaged. The system can leak or malfunction if an o-ring is missing or damaged. 2) do not use a damaged or defective endoscope. Inspect the endoscope prior to each examination or procedure and before sterilization based on the instructions in this document. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number (1675935), and no non-conformance was identified.